Manufacturer narrative:
Patient implanted with light adjustable lens in right eye. Following light treatments and lock-in, the desired refractive outcome was not achieved. The lens was explanted and exchanged with another light adjustable lens. Rxsight's first awareness of the lens explant was (B)(6) 2020. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. However, the lens was cut into multiple fragments, and only half of the lens fragments were returned. The condition of the returned lens made further evaluation of the lens impossible.

Event description:
Patient implanted with light adjustable lens in right eye. Following light treatments and lock-in, the desired refractive outcome was not achieved. The lens was explanted and exchanged with another light adjustable lens. Rxsight's first awareness of the lens explant was (B)(6) 2020.